Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Uncomfortable - vagina [vulvovaginal discomfort]. Uncomfortable - tampon [medical device site discomfort]. Pain - vagina [vulvovaginal pain]. Pain - tampon [medical device site pain]. Piece of tampon cotton stuck inside me - vagina [foreign body in reproductive tract]. Pain taking tampon out [complication of device removal]. Tampon string detached [device breakage]. Case narrative: consumer reported via email that the tampon string completely detached. No serious injury was reported.